Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated while the evis 190 series videoscope was connected due to the short circuit by the moisture penetration probably and accumulation of dust. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the electronic component failure of the image circuit board due to the liquid ingress by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the subject device suffered liquid damage and the image was not output from the dvi out terminal. There was no report of patient injury associated with the event.